Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and arrhythmia ('blood or heart disorder/condition type: arrhythmia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity. Current weight 250 lbs. Concomitant products included ferrous sulfate from june 2015 to december 2016, metoprolol from 2015 to 2016, succinic acid from 2015 to 2016 and vitamin d nos (vitamin d) since (B)(6) 2019. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), back pain ("pain/back pain"), allergy to metals ("nickel allergy") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and was found to have weight increased ("weight gain/ loss (specify which one)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced urticaria ("rashes or skin conditions type: hives") and cow's milk intolerance ("allergic or hypersensitivity reaction type: some dairy"). In (B)(6) 2012, the patient experienced depression ("neurological conditions or problems type: anxiety, depression"), anxiety ("neurological conditions or problems type: anxiety, depression") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced arthralgia ("pain/joint pain"). In (B)(6) 2015, the patient experienced arrhythmia (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal pain ("pain/abdomen"). On an unknown date, the patient experienced rash ("I have rashes") and anaemia ("anemia"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2008 underwent ablation and d&c). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, arrhythmia, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, urticaria, allergy to metals, rash, cow's milk intolerance, endometriosis, depression, anxiety, weight increased and alopecia outcome was unknown, the menorrhagia, migraine and anaemia had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arrhythmia, arthralgia, back pain, cow's milk intolerance, depression, dysmenorrhoea, endometriosis, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received: events added from pfs- lower abdominal pain, I have rashes and headache event deleted. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and arrhythmia ('blood or heart disorder/condition type: arrhythmia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity. Current weight (B)(6). Concomitant products included ferrous sulfate from (B)(6) 2015 to (B)(6) 2016, metoprolol from 2015 to 2016, succinic acid from 2015 to 2016 and vitamin d nos (vitamin d) since (B)(6) 2019. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)") and back pain ("pain/back pain") and was found to have weight increased ("weight gain/ loss (specify which one)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2008, the patient experienced cow's milk intolerance ("allergic or hypersensitivity reaction type: some dairy"). In (B)(6) 2012, the patient experienced depression ("neurological conditions or problems type: anxiety, depression"), anxiety ("neurological conditions or problems type: anxiety, depression") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced arthralgia ("pain/joint pain"). In (B)(6) 2015, the patient experienced arrhythmia (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain ("pain/abdomen"). On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives") and anaemia ("anemia"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2008 underwent ablation and d&c). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, cow's milk intolerance, urticaria, headache, endometriosis, arrhythmia, depression, anxiety, allergy to metals, dysmenorrhoea, weight increased, alopecia, abdominal pain and back pain outcome was unknown, the menorrhagia and anaemia had resolved and the migraine and arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arrhythmia, arthralgia, back pain, cow's milk intolerance, depression, dysmenorrhoea, endometriosis, headache, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received: event ¿injury nos¿ was replaced with ¿vaginal bleeding¿, events- ¿menorrhagia, some dairy products, hives, migraines, headaches, endometriosis, arrhythmia, anxiety, depression, nickel allergy, dysmenorrhea, pain, weight gain, hair loss, anemia, she did not undergo essure confirmation test¿, reporter information, patients dob, demographics, removal date , events onset date, medical history, concomitant drugs and treatment drugs were added. Updated outcome of events ¿anemia, menorrhagia¿ to ¿recovered/resolved¿ and ¿migraines, joint pain¿ to ¿recovering/resolving¿. Medical history, concomitant drugs and treatment drugs were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.